Event description:
The clinic contacted berlin heart clinical affairs on (B)(6) 2025, to report a crack observed on the inflow cannula. There was pulsatile bleeding and squirting of blood. The affected piece of the cannula was cut off and a new pump was used. It was informed that the patient had no negative effect due to the event. According to additional information from the clinic, the patient temporarily experienced arm weakness on the same day. A CT scan showed a stroke and convulsions. No change in the treatment and no medical intervention was required. The clinic further informed that the patient has remained clinically stable throughout.

Manufacturer narrative:
The excor apex cannula for small children, lot no. 00148363 is in use on the patient from (B)(6) 2025 to date. The event occurred on 2026-02-03, which is (48 days) after the cannula in question was placed on the patient being supported with an excor active driving unit. The affected section of the cannula was trimmed without incident. We have reviewed the production records of the cannula, lot no. 00148363. The cannula was produced according to our specification. According to the production record, a total of five cannulas with this lot no. Were produced. Out of five cannulas, three were distributed in japan, the fourth cannula was distributed in UK, and the last cannula is the affected cannula. All cannulas were implanted on the patients. There are no other complaints associated with this lot number except the current complaint. The affected cannula section along with the blood pump was returned to berlin heart. The cannula piece was still connected to the titanium connector of the blood pump. Both the cannulas were cut close to the edge of the titanium connector and have full surface cutting edges. The inflow cannula showed a local abnormality approximately 2 to 3 mm below the cut surface and the connector edge. There is a dried bloodstain immediately outside the abnormality. Both sections of tubing were removed from the connectors and cleaned. During the investigation, the characteristics of the puncture like damage were identified. The puncture runs through the entire depth of the cannula wall and exits on the inside of the cannula piece. Even after cleaning, dried blood residue remained on the cut surfaces in the tube wall. A puncture was found in the inflow cannula, through which blood leak occurred. However, no tears or breaks were found. According to the clinic, there was an attempt to further cut the cannula with a scalpel directly at the edge of the titanium connector in the cracked area of the cannula, as the clinic wanted to shorten the cannula as little as possible. The crack was probably missed, as the cannula separations show complete cut surfaces. Based on the available information, it is most likely that the cracked area was not saved when the cannula was trimmed off. The puncture damage could also have been caused during this intervention. Therefore, the exact cause of the event could not be determined.